Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet and a missing set screw. (B)(4).

Event description:
It was reported that during the implant attempt, the physician attempted to unscrew the lead from the device header, and it appeared that the setscrew came loose. Upon further inspection, it appeared that the setscrew was in the header at an angle, and while attempting to straighten it out by unscrewing it further, the setscrew came out of the device header. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.